Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report a left side deflation and a bilateral implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Deflation: observed, an opening assessed, as surgical damage. And observed, an opening assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: crease fold observed, on the device. Yellow particles observed, outside the device.

Event description:
Patient called to report, a left side deflation. And implant removal from textured to smooth, due to the concerns of the product. Device has been explanted.